Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient experienced a skin puncture during stage two of the deep brain stimulation (dbs) procedure. During the physicians use of the tunneling tool, he punctured the patients skin where he withdrew the tunneler next before continuing to tunnel to the target location, he then sutured the perforation and completed the procedure. It was noted that the issue was with the tunneling tool from the lead extension kit and there were no issues with the lead extension, however it is unknown which lead extension kit the tunneling tool was used from, therefore are reporting on both extension kits used during the procedure. Physical analysis of the dbs tunneling tools was not performed as they were disposed by the facility. The patient did well post-operatively.